Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 29mm transcatheter bioprosthetic valve, five deployment attempts were made with the starting point at the bottom of the pigtail catheter, but the valve repeatedly dislodged into the ascending aorta during deployment. The patient's pressure dropped, rapid pacing was initiated at 180 beats per minute and anesthesia tried to manage the hypotension, but the valve continued to dislodge back into the aorta during deployment. A non-medtronic guidewire was replaced with a medtronic guidewire. The valve continued to dislodge. The valve was intentionally deployed at a depth of 10mm on the non-coronary cusp (ncc) and 7mm on the left coronary cusp (lcc). Upon release, the valve dislodged ventricular to an implant depth greater than 24mm deep on both the ncc and lcc; it was reported the valve was only articulated at the outflow portion of the valve frame which resulted in moderate-severe paravalvular leak (pvl) and caused the mitral regurgitation to progress from trace to mild. The valve was snared to hold it in place while a second 29mm medtronic valve was implanted at a higher position. The pvl reduced to moderate. A p ost-implant bav was performed with a 23mm non-medtronic balloon and reduced the pvl to mild. It was noted the patient's anatomy may have contributed to the dislodgements as there was not a typical septal bulge seen. In addition, the left ventricle narrowed but only after more than 8mm in the ventricle. No additional adverse patient effects were reported.